Manufacturer narrative:
(B)(6). A batch record review has been completed. Pm logs have been checked and all pm's were completed. Affected amount: 1pc. Aquacel ag+ extra 15x15cm was manufactured under sap code 1708334 and manufacturing lot number 8c01553. Lot # 8c01553 was sterilized under lot 1207897854 and released on review of results of sterilization provided by sterilization company steris. All of the results were within specification and the products were released. The production process, in-process testing and packaging of products was run in accordance with pi12-030 ver. 38.0 for doyen 4. Visual inspection in accordance with tm-002 was completed at the beginning of the order and every 15 minutes following until the order was completed. A nonconformance was raised for a different issue during the manufacturing process of the lot 8c01553. This is the only complaint for the affected lot registered within tw8.7. 2 photographs have been received for this complaint and have been evaluated in accordance with wi-0359. The photographs confirm the batch number and the expected product. One photograph shows the front of the sachet with the defect highlighted. The photograph is not very clear and the complaint issue cannot be confirmed as the tear cannot be identified on the photograph. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported ¿puncture of the silver foil packaging¿. The product was not used on or by a patient. Photographs depicting the reported complaint issue were provided by the complainant.